Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side ¿capsular contracture¿ baker grade unknown, and ¿pain due to the capsular contracture.¿ patient additionally reported ¿suffered breast implant illness symptoms and a very bad experience with breast implant illness¿ not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, and capsular contracture baker grade unknown.

Event description:
Patient reported left side ¿capsular contracture¿ baker grade unknown, and ¿pain due to the capsular contracture.¿ patient additionally reported ¿suffered breast implant illness symptoms and a very bad experience with breast implant illness¿ not related to the device. The device has been explanted.